Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) was used to take an x-ray in a case and then moved to a store room. Approximately ten minutes after, the image acquisition system (ias) suddenly shut down by itself without process shutdown. It was noted the mobile view station (mvs) was not powered down and was able to work properly. The image acquisition system (ias) was restarted, the imaging system showed motion calibration. Following motion calibration, the imaging system was able to scan 2d and 3d as well as motion properly. A day later, the system was re-checked. The imaging system workflow was checked with no indication of the issue identified the previous day; x-ray, motion batteries, voltage and battery connections were checked; battery level passed, the 3 relay voltages passed; test points on the system control board were normal voltages; and test points on the power switch board were normal voltages.